Manufacturer narrative:
The device was received for evaluation. During functional testing, "repeating reload air in line" was not reproduced. Evaluation attempted to reproduce the reported problem by running a loaded set and was unsuccessful. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was undetermined. Evaluation determined that the ultrasonic requires replacement in the repair process. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump repeating reload air in line. This occurred in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer reported issues was not was not reproduced. There were no air in line alarms that occurred during testing. A review of the event history log identified "air in line" messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause was determined to be the ultrasonic sensor out of specification. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.